Event description:
It was reported that pump experienced repeated malfunctions. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate method if needed, while technical support arranged shipment of replacement pump with updated software.